Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ins was unresponsive to telemetry attempts by the physician programmer, patient programmer, and recharger. It was noted that the patient had charged last week, and usually charged once a week. It was reported that the patient had a fall last week, the details were unknown, but the loss of telemetry occurred after fall. The patient was not having any issues with the insr prior to the fall. It was reported that an appointment for further troubleshooting was pending.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37092, lot# 292330001, implanted: (B)(6) 2011. Product type: accessory: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3487a-56, lot# v741292, implanted: (B)(6) 2011. Product type: lead: product ID 3487a-56, lot# v741292, implanted: (B)(6) 2011. Product type: lead: product ID 355028, lot# n277149, implanted: (B)(6) 2011. Product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient¿s battery would be replaced at the surgeon¿s discretion.